Event description:
The customer reported that the unit failed remote alarm test during preventative maintenance (pm). The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the main pcb for evaluation. Fi technician performed visual inspection of the returned main pcb and revealed evidence of broken solder pin connections on the cn2 pins 1 and 3. The main pcb was tested and fi technician identified the remote alarm failed to alarm remotely during an alarmed for condition. Fi technician re-soldered the main pcb cn2 connector pins 1 and 3 and retested and the alarm is functioning as intended. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to broken solder connections at cn2 pins 1 and 3 caused the remote alarm port not to function properly.